Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "breast larger than the right, lumpy, painful and feverish. Grade IV contracture." Healthcare professional later reported "sparse breast cysts" and "multiple folds of elastomer." The event of "feverish" is not device related. Device remains implanted.